Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a wearable failure while sleeping. The patient woke up sweating and noticed the wearable had failed but was unaware of exactly when the failure occurred. The patient¿s grandson and daughter tested the patient¿s bg meter reading, which was 40 mg/dl. They then treated the patient with orange juice and ¿sugars¿. After approximately 45 minutes, the patient was feeling better and her symptoms subsided. The patient did not seek assistance from a higher level of care. The patient was in ¿normal¿ condition at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.